Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for rls 151(volumetric standard left pressure leak) but passed the rite electrical test. A review of the device logs revealed a uf volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 19:59 with ultrafiltration of 1257 ml during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.